Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used as an accessory device for the treatment of a type ia endoleak. An endurant stent graft system was previously implanted in the patient for the endovascular treatment of a 49mm diameter abdominal aortic aneurysm approximately 2 years before. It was reported that approximately 6 months post intervention (approximately 2.5 years post implant of the endurant stent grafts), the patient had acute renal failure. The patient was hospitalized and received a transfusion. It was reported that the event was resolved. Per the investigator the cause of the event was not related to the devices. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to event description: per the investigator the cause of the event was not related to the device or procedure. If information is provided in the future, a supplemental report will be issued.